Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and noted that the 10cm weight was stuck on the exhalation valve, causing an increase in pressure. The weight was cleaned, resolving the reported complaint.

Event description:
The hospital reported that the unit failed the preoperative checkout. There was no report of patient involvement.